Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a saccular 6.5 cm in diameter and 10 cm in length thoracic aortic aneurysm in zone 4. Vessel morphology was reported the non-aneurysmal proximal thoracic neck diameter is 24 mm, the length from top of aortic arch to proximal aneurysm is 40 mm, there is no calcification, and no thrombosis. Two years ago the patient was implanted with a valiant device from zone 2 to zone 3. (The physician did not state any issues with the previously implanted device.) This time, descending aorta at zone 4 was the targeted treatment site. The device followed the greater curvature side and was short in length so that it was unable to implant at planned proximal landing zone and type ia endoleak occurred. Ballooning was given for the proximal side to resolve the leak, but it was migrated to distal side and endoleak remained. The physician elected to implant a valiant 44x44x200 and the endoleak was resolved. The physician stated that the event is related to the patient¿s anatomy. No additional clinical sequelae were reported and the patient is fine.